Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, date of birth, age, gender and weight were not provided for reporting. Date of when device was broken is unknown. Device is an instrument and is not implanted / explanted. Hospital phone number is not available. The 510k: device is not distributed in the united states, but is similar to device marketed in the USA the device was received and the product evaluation is in progress. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery they detected that the cannulated drill was broken. The surgeon did not experience any difficulty while using the instrument. Therefore it is not known if the item was broken even before the operation. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.023.010 lot: 2603893 manufacturing site: bettlach release to warehouse date: 12. May 2010 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.h3, h4, h6: DHR review was completed. Customer quality conducted an investigation of the returned device. The received drill bit is in a very used condition, there are strong wear mark at the coupling piece visible, the etching is faded and the cutting edges have nicks on the upper part, most likely caused by a contact with the protection sleeve. The shaft of the drill bit is broken without fragmentation on top at the crossover from the rigid to flexible part of the shaft. The two parts still hold together with the grooves of the kerf, a separation of the parts in not possible in this condition. Therefore not all relevant dimensions can be verified anymore. The manufacturing documents were reviewed and no complaint related issues were found. This lot of 64 pieces was manufactured in may 2010 and we are not aware of any other complaint for this article- and lot number combination. This and the used condition speaks against a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that a mechanical overload, for example by too much lateral stress or an excessive contact with the protection sleeve, did lead to this breakage. Checked dimensions with micrometer: outer shaft diameter above the breakage specification 8mm 0/-0.015 / measured: 7.99mm = pass device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.